Manufacturer narrative:
(B)(4). The lot number was not provided, therefore a batch review cannot be conducted. The root cause of this incident was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. Should a sample be returned and evaluated, a follow up report will be submitted. A product code was not provided; therefore, no 510k number can be provided.

Event description:
A report was received by baxter (B)(4) from baxter (B)(4) indicating a peritoneal dialysis patient demonstrated signs of peritonitis and cloudy dialysate when using dianeal solution and products on an unknown date. It is unknown if lab and culture tests were performed. It is unknown what interventions were required for resolution of the event of peritonitis. No samples available for evaluation. No further information is currently available.